Manufacturer narrative:
Investigation results are not available at present. When completed, results will be sent in a follow-up report.

Event description:
A complaint of high readings was received with customer's precision meter. A reading of 200 mg/dl was compared to a laboratory reading of 105 mg/dl on the laboratory analyzer. The tests were performed within 10 minutes of each other. When plotted on a parkes error grid, the results fell into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.